Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant there was inappropriate therapy delivered during an atrial fibrillation (af) episode due to oversensing by the right ventricular (rv) lead. It was further reported that the rv lead triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and additionally that the rv lead exhibited diminished and undersensing. It was additionally noted that the right atrial (ra) lead exhibited diminished sensing. The leads remain in use. No further patient complications have been reported as a result of this event.